Event description:
Pt reported that she received eraser size burns in the lower lumbar region of her back, marks are not open sores.

Manufacturer narrative:
Conclusion: pt unit tested normally and as expected. Pt electrodes performed similar to reference electrodes using metal electrode test jig.